Event description:
Physician contacted inspire by text message stating that a patient had a minor pneumothorax on x-ray post op. No signs of problems intraoperatively and the patient was totally asymptomatic, but very clear small pneumo on post-op x-ray. No additional follow-up or intervention is expected from this.